Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# j0511620v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient was implanted with a new lead wire on (B)(6) 2014 and the implantable neurostimulator (ins) was not replaced. The patient did not have concerns with their device or therapy. No signs, symptoms, or device allegations were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Omitted information in pe (B)(4): no stimulation w/ new lead.